Event description:
It was reported that the atrial output knob was not working. The unit was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the atrial output knob was not working. Analysis also found the encoder flex was out of specification and that the keyboard was scratched.